Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-02881 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brush devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when tested outside the patient prior to the procedure, after extending the brush, the brush could not be retracted. The same event occurred for both cytology brushes. There was no visible damage to either device. The procedure was completed with a third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-02881 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brush devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when tested outside the patient prior to the procedure, after extending the brush, the brush could not be retracted. The same event occurred for both cytology brushes. There was no visible damage to either device. The procedure was completed with a third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: brush failed to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was present and fully extended upon receipt. The handle cannula was straight, and no kinks were found on the brush wire and extrusion. Functional evaluation found that when the handle was actuated, the brush would fully extend and retract. The distance between the bottom of the groove at the distal end of the catheter and the distal end of the brush was measured and found to be within specifications. No anomalies were identified either visually of functionally. The device was able to extend and retract without issue. The investigation was unable to confirm the reported complaint that the brush could not be retracted. The device history record review found the device met all manufacturing specifications.